Event description:
According to the reporter: occurred during the procedure. The load failed during the shot. The stapler did not fire. No known impact or consequence to patient. Patient status is alive, no injury.